Event description:
Reporter alleged obtaining the results of 242 mg/dl and 111 mg/dl back to back within 10 minutes on the performa nano system. Reporter alleged obtaining the results of 107 mg/dl, 114 mg/dl, 235 mg/dl and 352 mg/dl back to back within 10 minutes on the performa nano system hours later. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).